Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient couldn¿t get good coupling; a coupling problem was reported which began three to four days prior to the report. The patient was unable to get any coupling bars when recharging. She would usually get all eight boxes shaded in and would see the charge complete screen, but starting three to four days ago and at the time of the report she would get none. There were no recent falls or traumas. It was reviewed how to adjust the antenna dial and it was recommended to use the antenna locate feature. The antenna locate feature was used and after several attempts the highest number found was 44 and results in zero coupling boxes. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.